Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2019-09886. It was reported the patient had the scs system removed. The patient did not disclose the reason or the date for the device removal. No further information was available at this time.